Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: phone_control_ios. Cloud - omnipod 5 software app version: 1.1.6. Cloud - smartphone operating system: 17.6. Cloud - smartphone hardware: iphone13.2. Cloud - cgm sensor type: g6.

Event description:
It was reported by the patient that they had been hospitalized due to an omnipod system failure. The patient's blood glucose levels reached an unknown level. The patient did not provide any information since they are a minor and parental consent was unable to be obtained. The patient did not provide symptoms, how they were treated for the issue and the duration of the medical event. If additional information becomes available at a later time, a supplemental will be submitted.